Event description:
Versajet stopped working after being spiked into saline bag. Surgeon stated that this should not be a problem and that the device was defective. A new device was opened and worked with no problems. FDA safety report ID# (B)(4).